Event description:
It was reported that "battery doesn't last as long as it used to". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.